Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and tubing had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the size of air bubbles was from champagne to bigger ones. It was reported that the air bubbles were noticed during the therapy. The customer advised to remain disconnected from the infusion at the quick release. The customer advised to remove the reservoir from pump. The customer advised to change the set. The device will not be returned for the analysis.